Event description:
A trilogy 100 ventilator was returned to the manufacturer service center for evaluation. During the evaluation, the device powered on and operated as it should. Error code e--032 was noted in the error log. It was recommended replacing the system cpu pca. Sensor board pca and check the sensor board cable. Missing feet were confirmed. The inlet air path assembly and removable air path foam was replaced per remediation. The device did not pass final testing.